Event description:
The device was in service for approximately two weeks. The reporter stated that, during a daily test, the device would not power up. No adverse affects were reported as a result of the alleged malfunction.